Event description:
It was reported by the customer that, when using the bd pyxis¿ medstation¿ es, the user was unable to log in. The issue appeared to be related to user preference settings or system maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the user was unable to log in. The technical support specialist (tss) discovered that the user was not assigned to the device's area. The tss emailed the user and advised them to contact the system administrator to gain access to resolve the issue. The system functioned as intended after the issue was resolved.